Event description:
It was reported by service report that the stretcher has a weld break exposing sharp edges and the siderail cannot be latched up. No patient involvement or adverse consequences are reported.